Event description:
The customer alleged they received questionable (B)(6) results on their p-module. Before the event, the customer only performed one level of quality control. The customer alleged there were many patients with results of (B)(6) accompanied by data flags. After the event, the customer tried to re- calibrate but it did not pass. The customer replaced the reagent bottle and calibration and quality control passed. The customer then repeated patient samples on (B)(6) 2013. The customer provided data for three patients, two of which had discrepant results that were reported outside the laboratory. The first patient's initial (B)(6) result was (B)(6). The repeat result was (B)(6). The second patient, a (B)(6) male, had an initial (B)(6) result of (B)(6). The repeat result was (B)(6). The patients were not adversely affected by this event. The (B)(4) reagent lot number was 672780. The expiration date was requested but not provided.

Manufacturer narrative:
A root cause could not be determined. The customer could not return the reagent for investigation.

Manufacturer narrative:
This event occurred in (B)(6).